Event description:
A nurse reported that during vitrectomy surgery on the left eye, the tip of an ophthalmic cannula detached after use and was removed from the eye. The surgery was completed on the same day without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).